Manufacturer narrative:
A system controller log file dated from 28oct2017 to 09nov2017 was submitted for review. On (B)(6) 2017, the submitted log file captured a transient pump stoppage event, resulting in low speed advisory and low speed hazard alarms. The pump stoppage lasted for approximately three seconds after which the pump resumed operating at the fixed speed without any issue. There were no other unusual events noted in the event history. The root cause of the pump stoppage event could not be conclusively determined. The patient remains ongoing on lvad support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a routine outpatient visit, the system controller history revealed an entry where the pump was not able to maintain the set speed. The patient was asymptomatic. The system controller log files reviewed by the manufacturer¿s technical service representative confirmed the reported event. X-ray images showed no stressed areas. A non-grounded patient cable for use with the power module was requested for the patient. No additional information was provided.